Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl. The cause of the low bg is due to the customer not using exercise activity on their pump when they are active with their dog and horseback riding. The customer did not provide how they addressed the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.